Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported sound problem was able to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had sound was very muffled and is full of static. The reporter could not hear a clear distinct alarm and it sounds like the speaker either got blown out or is full of water. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.